Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired. The date of patient's death and implant duration were not provided. It is unknown if the death was device related. No further details were reported.

Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Manufacturer narrative:
Additional manufacturer narrative:through follow up, a discharge summary was provided. The mitral valve was implanted because the patient had "severe prolapse of the anterior leaflet [of the native valve]". The patient "weaned off bypass nicely and was hemodynamically stable". The health care provider has indicated the cause of death was not device related. The patient's post-op course was complicated by myoclonic activity and a consulting doctor's impression was anoxic encephalopathy. The discharge summary documents the cause of death as "...single organ system failure i.e. Neurologic, [specifically] anoxic cephalopathy...the family elected to withdraw support...and he died shortly thereafter".